Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented remotely to the clinic on (B)(6) 2021 with an episode of inappropriate therapy from the implantable cardioverter defibrillator (ICD) due to atrial signals falling into ventricular channel. The transmissions showed the device declared the associated episodes of supraventricular tachycardia (svt) as ventricular tachycardia (vt). No intervention was performed at this time. The patient was scheduled for continued monitoring.